Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: threaded tip broke off during tightening. All fragments were retrieved.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation coordinated by synthes (B)(4). Report received indicates the review of the production history revealed that this instrument was manufactured according to the specifications. Based on the visual inspection we have to assume that the retaining sleeve was not tightened properly in the primelock thread. Alternatively it is also possible that the connection between the holding sleeve and the pedicle screw was unintentionally loosened by holding the green knob. Such a loose connection, in combination with high lateral stress can lead to an overload situation and finally to the breakage.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies.